Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing snapped and leaked medication. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20033359 it was reported tubing snapped in two with leakage of medication: calcium gluconate. Customer response 18 aug 2020:t no patient was not harmed or involved, as the medication was prepared in anticipation of treatment. Customer: concern description: when inserted into IV pump tubing got snapped in two and the contents of IV bag and solution in tubing was spilled.

Manufacturer narrative:
The customer reported ¿tubing snapped in two with leakage of medication: calcium gluconate". Received from the customer was one primary set model 2420-0007 lot 20033359 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set was separated at the engagement between the lower fitment (p/n tc10006063) and the pvc tubing (p/n tc10011704). Traces of clear liquid was observed in the set's drip chamber and tubing. No other abnormalities were observed on the set during visual inspection. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. A dimensional analysis was performed on the tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area. The outside diameter of the tubing measured between 0.163¿, within the specification of 0.164" +/- 0.003. The inside diameter of the tubing measured 0.118¿, within the specification of 0.118¿ +/- 0.003¿. The overall tubing shape was observed to be correct (circular). A dimensional analysis was performed on the set¿s lower fitment. The inside diameter of the top of the tubing insertion area measured 0.167¿, within the specification of 0.166" +/- 0.005. Tapering down to a measured 0.054¿, within the specification of 0.153¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on 22-sep-20) - calipers, eq02784, calibration due date: 19-dec-20. - pin gauges, eq08349, calibration due date: 14-jul-21. - optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2420-0007 lot 20033359 was performed. The search showed a total of (B)(4) units in 1 lot were built on 26 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue have been initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that gem v/nv 20d 1cv 2ss dehp free tubing snapped and leaked medication. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033359. It was reported tubing snapped in two with leakage of medication: calcium gluconate. Customer response (B)(6) 2020:t no patient was not harmed or involved, as the medication was prepared in anticipation of treatment. Customer: concern description: when inserted into IV pump tubing got snapped in two and the contents of IV bag and solution in tubing was spilled.